Event description:
The olympus representative reported, occasionally, the power goes out while checking the settings of the high-definitional liquid crystal monitor. After that, the power did not need to be turned on at the site. No patient injury or procedure impact was reported.

Manufacturer narrative:
Date of event/event: no additional information was available. The device was evaluated by olympus. The evaluation found that the allegation was confirmed and was due to a printed-circuit board failure. An additional issue was identified during the device evaluation: scratches were found on the protective panel screen. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the power supply turned off occurred due to failure of the printed circuit board. The cause of the failure could not be identified. Olympus will continue to monitor field performance for this device.